Event description:
It was reported to boston scientific corporation that an obtryx halo system was used during a sling procedure. According to the complainant, during the procedure, the physician had difficulty advancing the delivery device around the bone. It was reported that the pubic ramus bone was wider than usual. The procedure was completed with a solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "good".